Event description:
This lead was explanted and not replaced due to noise resulting in inappropriate shocks. Prior to implant, they were unable to insert the stylet past the proximal edge of the rv coil. No abnormalities were visible on the pre-op x-ray or pre-extraction fluoro per the explanting physician. There were no other adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. A distal and a proximal fragment where returned, in between an approx. 1 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the issue of noise resulting in shock delivery as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages can be most likely referred to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.